Manufacturer narrative:
The subject device has not yet been returned for evaluation/investigation. Therefore, the root cause of the reported phenomenon could not be determined at this time. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, the customer stated that the pins in the device socket were damaged. There is no patient involvement associated on this reported event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the broken video connector pins could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based customer response and updates and device return date (d9) and evaluation. Further communication with the customer the following information conveyed: customer did not know when the problem occurred and stated that it did not occur during patient use. Did not know if the device was replaced and stated that the issue did not occur during use. Customer stated that the unit has been returned for evaluation and repairs. No further information provided. Device was received for evaluation. Service repair noted upon inspection, found worn out video connector pins causing unstable image when slight touching the pigtail. Investigation ongoing. This report will be supplemented accordingly following completion of investigation .